Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The devices remain implanted and are not available for analysis. Also was implanted : rlt351414j/13083917 UDI# (B)(4). According to the information provided, the diameter of around the proximal neck became large that might have caused migration. Reportedly, the distal migration caused a proximal type I endoleak and aneurysm enlargement. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to device migration, endoleak and aneurysm enlargement. According to the instructions for use (IFU): additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, the migration of the trunk-ipsilateral leg component and the aortic extender component, a proximal type I endoleak and an aneurysm enlargement (unknown amount) were observed. According to the information provided, the diameter of around the proximal neck became large that might have caused migration. There was no calcification and/or tortuous, no anatomy that was contributed to the event was observed. Reportedly, the distal migration caused a proximal type I endoleak and aneurysm enlargement. No vessel coverage has been noticed. On (B)(6) 2023, a reintervention was performed, stent grafts were placed. Reportedly, a small proximal type I endoleak was remained but the physician elected to monitor it, and the procedure was completed without further treatment. The patient tolerated the procedure.

Manufacturer narrative:
Additional information: h.6. Code c19: a review of the manufacturing records for the rlt351414j/ (B)(6) UDI# (B)(4) device verified that the lot met all pre-release specifications. The device remain implanted and is not available for analysis. According to the information provided, the diameter of around the proximal neck became large that might have caused migration. Reportedly, the distal migration caused a proximal type I endoleak and aneurysm enlargement. According to the gore®excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to device migration, endoleak and aneurysm enlargement. According to the instructions for use (IFU): additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair.